Event description:
The following was reported as occurring during an ivc thrombectomy procedure using an angiovac (av): the av was introduced and advanced into the ivc and went on pump. Flow rates were slowly ramped up to 3.5 liters/minute. The av was pulled back into the ra and the clot was engaged. At this time air was noticed in the circuit and the pump was stopped. After close examination the air had made it was stopped. After close examination the air had made it into the reinfusion cannula and was visualized on tee. The patient's condition began to deteriorate with pressures in the 60s. Meds were administered by anesthesia and the patient stabilized. The av procedure continued. After several passes and engagement of the clot the patient decompensated again and CPR was administered. The patient was then put on cardiopulmonary bypass. After 76 minutes, the patient was shocked several times without any recovery. The decision was made by dr. (B)(6) to discontinue resuscitation efforts. The patient was pronounced deceased at this time. The user device was discarded at the hospital.

Manufacturer narrative:
The investigation into th is event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Manufacturer narrative:
No lot number was provided by the hospital. Without obtaining further information for this event, we cannot determine if there was a malfunction for the circuit device, therefore, no DHR review requested . The angiodynamics complaint report was reviewed for the angiovac product family and the failure mode "patient injury/death. " no adverse trend was identified. As the angiovac cannula/circuit sample was not returned for evaluation, it cannot be determined if the cannula was used in accordance with its labeling. Directions for use are provided with this device and contains the following statements: "adverse affects: this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed." And "complications: this product, as with all extracorporeal circulatory systems, has possible side effects, which include but are not limited to infections, blood loss/blood trauma, thrombus formation and embolic events. These may occur if the instructions for use are not followed." Without receiving product for evaluation or additional information for the reported event, we are unable to confirm a device malfunction ; hence, we cannot definitively determine a root cause for this incident. Attempts were made to obtain additional information regarding this event, however, the additional information requested was not provided. (B)(4). Device not returned to manufacturer.